Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported cardiac arrhythmia could not be conclusively determined through this evaluation. Additionally, evaluation of the patient¿s submitted log file confirmed elevations in pump power; however, a direct cause for the reported event could not be conclusively determined through this evaluation. The submitted log file contained data from (B)(6) 2021. The operated above the low speed limit for the duration of the log file. The log file recorded power elevations on (B)(6) 2021. The power elevations were all associated with pulsatility index (pi) events. The log file appeared to show the system operating as intended. The account reported that the patient experienced 4 implantable cardioverter-defibrillator (ICD) shocks on (B)(6) 2021. The patient also reportedly experienced elevated pump power on (B)(6) 2021. Multiple requests for additional information were issued to the customer; however, no further information was provided. The patient remains ongoing on ventricular assist device (vad) support with no further issues reported. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate ii lvas. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. Pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Review of the device history records showed no deviations from manufacturing or qa specifications. The implant kit was shipped to the customer on 12mar2015. The heartmate ii lvas IFU is currently available. The IFU lists cardiac arrhythmia as an adverse event that may be associated with the use of heartmate ii left ventricular assist system. Section 6 entitled ¿patient care and management¿ provides information regarding anticoagulation, including recommended inr values. The hmii lvas IFU contains information regarding pump speed, power, flow, and pi. The IFU explains that pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. This document also describes how pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a recent implantable cardioverter defibrillator (ICD) shock four times on (B)(6) 2021. There were also elevated flows and powers on (B)(6) 2021. The log file contained multiple pulsatility index (pi) events as well as routine power source changes. All pi events cause the heartmate (hm) ii ventricular assist device (vad) speed to drop to its low speed limit, which is currently set at 10,000 rpm. Additionally the data that was reviewed showed a few power elevations above 10 watts as well as an increasing trend in power/flow with low average pi over time. These trends do not appear to be a result of any equipment malfunction and are most likely a result of the patients clinical condition.